Event description:
New information received notes that the patient presented in clinic for a follow-up. Interrogation revealed oversensing of noise. The patient was in good condition and had no consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. The lead was capped and replaced in a procedure on (B)(6) 2020. The patient condition was unknown.